Event description:
(B)(4). I don't remember the exact date but it was in 2008. I was told that essure was fairly new and could be done at the doctors office in about 30-40 minutes. Shortly after I got the essure, I started having really bad cramps and I noticed my flow was very heavy. Ever since the procedure, I've noticed over time that my body was changing. I thought it was due to the fact that I was getting older and that my body was just going through changes. After a few years, I started doing my own research and found that I wasn't alone. So many women have suffered from the same symptoms if not more. I made an appointment with the doctor who did the procedure and he told me that my symptoms were not associated or related with the essure and that it couldn't be removed. Approximately (B)(6) 2015, my periods took a turn for the absolute worst. The cramps felt like labor pains to point I had to go to the ER for pain pill. Nothing over the counter would work. I had an ultrasound done to check for fibroids and the results came back negative. My doctor ordered for me to have a mir the results were that I have a thick uterus lining. My doctor said that's where the pain is coming from and diagnosed me with adenomyosis. He recommend that I get a hysterectomy or take birth control pills. I don't want to do neither I want these coils removed from my body.